Event description:
Initial result for a patient calcium was 3.8 mg/dl. When repeated, the result was 8.3 mg/dl. The incorrect result was not reported. The field service representative found the pump tubing had split and repaired the instrument by replacing the tubing.